Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation of the patient's implantable cardioverter, the device was noted to be in backup vvi mode . Programming changes were made and the device was successfully restored. The patient's condition was stable throughout the event.